Manufacturer narrative:
Weight requested, but not provided.

Event description:
On (B)(6) 2019, the patient underwent an endovascular procedure to repair an abdominal aortic aneurysm using gore® excluder® aaa endoprosthesis. The physician was planning to place a trunk-ipsilateral leg component below the renal arteries and a contralateral leg component in the right common iliac artery. The proximal part of the trunk-ipsilateral leg component was deployed below the renal arteries and secured using a balloon. During ballooning, the trunk-ipsilateral leg component moved proximally. Therefore, the contralateral leg component was needed to be placed proximally than it was planned. Thus the fixation length of the contralateral leg component and the right common iliac artery became short. Then the physician decided to place an additional contralateral leg component to extend into the right external iliac artery to have enough fixation length in addition to placing the first contralateral leg component in the right common iliac artery. After that, the ipsilateral leg of the trunk-ipsilateral leg component was placed in the left side. During placement of the ipsilateral leg of the trunk-ipsilateral leg component, it was deployed with pushing up to avoid covering the left internal iliac artery. However, it failed and the ostium of left external iliac artery was unintentionally covered by the ipsilateral leg of the trunk-ipsilateral leg component. The physician attempted to push up the distal end of the ipsilateral leg using a balloon catheter, but it was not successful. Procedural angiography also revealed a type ii endoleak. No further treatment was performed and the procedure was completed. The patient tolerated the procedure. Reportedly, the proximal neck was shaggy.